Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1800873 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during hepatic segmentectomy, the fourth clip was loaded misaligned. The user took the device out of the patient's body and tried to load the clip again, however, the same issue occurred three times in a row. The device was replaced with a new one. No clip fell in the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. The first clip was protruding from the channel and was stuck in the bent rotation tab, where it was also resting on top of the next clip in the channel. Purple stains were observed on the returned sample. The sample appears used as there is biological material present on the device. First, the first clip stuck in the bent rotation tab and the clip that the first clip was resting on top of were manually removed. The trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next three clips. At this time, it was observed that there was no clip in the next position in the channel. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips came out of position. A nonconformance has been opened to further investigate the clip stacking issue. The reported complaint of "clips loaded misaligned" was confirmed based upon the sample received. One device was returned with its trigger partially engaged and the rotation tab bent. The first clip was protruding from the channel and was stuck in the bent rotation tab, where it was also resting on top of the next clip in the channel. Upon functional inspection, the next clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. This was repeated with the same result for the next three clips. At this time, it was observed that there was no clip in the next position in the channel. It was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It could not be determined exactly how or when the clips came out of position. A nonconformance has been opened to further investigate the clip stacking issue.

Event description:
It was reported that during hepatic segmentectomy, the fourth clip was loaded misaligned. The user took the device out of the patient's body and tried to load the clip again, however, the same issue occurred three times in a row. The device was replaced with a new one. No clip fell in the patient.